Event description:
It was observed that during the device evaluation, the subject device exhibited peeling adhesive around the light guide lens and missing silicone agent (ke45) adhesive on the forceps cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure of the adhesive. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.